Manufacturer narrative:
The device has been received by manufacturer. Evaluation of the device has not been completed. Results of evaluation will be reported when received.

Event description:
The device was returned and evaluated by manufacturer.

Event description:
Edwards received information that a 29mm mitral bioprosthetic valve was explanted at implant. The surgeon tested the valve by injecting water into the valve. There device was replaced with same model/ size valve. Patient was reported as doing "ok". There were no reported complications.

Manufacturer narrative:
Device evaluation summary - as received, the leaflets exhibited characteristic markings which indicated suture was looped around commissure 1. Suture track and permanent indentations were present on both free margins and cusp areas of leaflets 1 and 3 at commissure 1. These indentations were most likely left by suture that was tied tightly down and against commissure 1, thus leading to a gap at the coaptation region. Incidental finding: blood and suture holes were evident around the sewing ring. There was one white suture left on sewing ring at leaflet 2; however there was no suture on the sewing ring near commissure 1. No holder was returned with the valve. Additional manufacture narrative - the reported central regurgitation was confirmed as secondary to a suture looped around the commissure. Suture loops occur when a suture is caught on the stent post or commissure and prevents the leaflets of a bioprosthetic heart valve from functioning properly. This occurs due to improper technique or poor visualization of the valve during implantation, and is not a malfunction of the device. In mild cases, it may go undetected and may cause mild regurgitation. In other cases, severe regurgitation may result which may be detected during the procedure or at some later time during the post-operative period, which may require reoperation. Edwards¿ valves have a specialized holder designed to prevent or minimize suture looping. The instructions for use (IFU) contain the following caution statement: caution: avoid looping or catching a suture around the open cages, free struts or commissure supports of the valve which would interfere with proper valvular function. The IFU further instructs the surgeon on how to avoid suture looping. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.